Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: the screwdriver was returned to the manufacturer for analysis. Visual and optical examination revealed approximately 3mm of the tip had been plastically deformed; consistent with excessive force during utilization.

Event description:
It was reported that the tip was broken about 0.6 cm and was ground. Although the instrument was used in surgery, no patient complications were reported.